Event description:
The customer reported the auxiliary channel of the gastrointestinal videoscope was clogged. The issue was found during reprocessing after a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Procedure was finish with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the events reported as "the nozzle was clogged with tissue glue" and "the accessory tube clogged" were caused by difficulties in reprocessing. Leakage was found at switches 1 and 2, and it is possible the user reprocessing could not be conducted properly due to leakage. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.